Event description:
It was reported that minimum fill notification occurred while customer attempted to load cartridge, and caller noted similar notification with two cartridges in the last three months. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer loaded second cartridge, resolved issue, and successfully resumed insulin delivery, and caller requested replacement cartridges while technical support sent email with cartridge loading instructions.